Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient's garment was too tight causing an irritation and infection to an existing incision site under the patient's left breast. The patient's niece reported that the irritation and infection were so severe that the patient had to have her left breast removed. The patient's niece reported that the patient was in the ICU and the infection was improving. The patient was to undergo reconstructive surgery upon the healing of the infection.